Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis wasn't loading to application screen. The field service engineer instructed the customer to manually reboot the station. They rebooted the system, and everything went up as normal. The system was then tested to ensure it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, it displayed a blue screen and failed to progress to the application screen." The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.